Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a stone removal. The procedure date is unknown. During the procedure, upon extraction from the urethral catheter, the amplatz wire broke. The procedure was completed with a new amplatz super stiff. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2023. No event date was reported. (Device codes): device code a0401 captures the reportable event of corewire break.